Manufacturer narrative:
A ge rep evaluated the system and reseated the cable connection between the image processor and the cine bridge. System operates as intended.

Event description:
Customer reported the subtraction function was not working during a procedure. No pt injury was reported.